Manufacturer narrative:
The reported product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. The device manufacture date is unknown. The date on h4 is the date the complaint was received by customer service. (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Health care professional reported receiving a low adc reading of less than 20 mg/dl as compared to a laboratory reference reading of 139 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.